Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8. Additional information added to field: h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, the presumable cause for error e226 could not be specified whereas it was presumed that the image flickering occurred due to faulty optical fibers. However, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had image flickering and an error e226. The issue occurred during preparation for use. There were no reports of patient harm.